Event description:
It was reported that a device was replaced due to failed stimulation.

Event description:
Additional information received reported the reason the patient had no effect from stimulation was "most likely due to a previous traumatic spinal cord injury." The stimulation was tried in attempt to avoid colostomy. After the failed stimulation, the device was explanted on (B)(6) 2012. The patient then underwent anal colostomy for fecal incontinence. The patient outcome was listed as no injury. No further information was reported.

Manufacturer narrative:
Product ID neu_perc_extension, product type extension product ID 3889-28, lot# v908140, product type lead. (B)(4). Analysis of the lead found the body cut through and segmented. Analysis of the extension found the body cut through and segmented.